Event description:
The pt called lifescan to inquire how to do a control solution test and set the code. The customer care representative performed the control solution test with the pt and found it to be inaccurately high. The readings were 132 mg/dl, 136 mg/dl (95-128 mg/dl). With a new vial of test strips the control solution test passed. The medical affairs specialist unsuccessfully attempted to contact the pt to confirm the info. The pt was visiting the dr. Later in the day because they felt their readings had been high. No symptoms of high or low blood glucose. No readings were given. Since the second vial passed this case is reported as a strip malfunction. The strips were replaced and return expected.